Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was to be used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, while unpacking the box of five forceps devices, a labeling disparity was identified. Reportedly, the outer box was found to be labeled as radial jaw 3 pediatric 2.0mm biopsy forceps without needle (catalog # 1578, lot # 14232311). However, the five individually packaged devices were labeled as radial jaw 3 2.8mm biopsy forceps with needle (catalog # 1537, lot # 14011145). The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): labeling disparity identified. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The condition of the returned incident device was consistent with the complaint that the outer box was found to be labeled as radial jaw 3 pediatric 2.0 mm biopsy forceps without needle (catalog # 1578, lot # 14232311) and the individually packaged devices were labeled as radial jaw 3 2.8 mm biopsy forceps with needle (catalog # 1537, lot # 14011145). However, only 4 out of the 5 devices were returned. Additionally, the cover of the outer box was torn off, which indicated that the product may have been handled (and contents may have been swapped or re-distributed) by the purchaser prior to the complainant's observation. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Furthermore, review of the device history records (dhrs) confirmed that these lots were manufactured at different facilities - upn (B)(4), lot # 14232311 was manufactured by the (B)(4) facility on april 1, 2011, and m00515370, lot # 14011145 was manufactured by the (B)(4)l facility on january 6, 2011 - therefore, it is unlikely that one lot was packaged in the other's outer box prior to release. It is likely that something happened during handling of the device out of bsc control that may have contributed to the alleged event. The specific cause of the issue could not be identified.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was to be used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, while unpacking the box of five forceps devices, a labeling disparity was identified. Reportedly, the outer box was found to be labeled as radial jaw 3 pediatric 2.0 mm biopsy forceps without needle (catalog # 1578, lot # 14232311). However, the five individually packaged devices were labeled as radial jaw 3 2.8 mm biopsy forceps with needle (catalog # 1537, lot # 14011145). The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.